Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k073231.

Manufacturer narrative:
Follow-up # 1 (05/23/2012)-device evaluation: the meter involved with this complaint has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the meter has passed testing with no faults found. The retain test strips were tested and they passed testing with no faults found. Lifescan (lfs) has requested the return of the test strips for evaluation. If the test strips are returned lfs will evaluate them and inform FDA of those findings in a supplemental report. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2012, the lay user/ patient contacted lifescan (lfs) alleging that his onetouch ultralink meter was giving him inaccurate low readings as compared to another device. The complaint was classified based on the medical surveillance specialist (mss) follow up call on (B)(4) 2012. The mss was advised by the patient that on (B)(6) 2012, at approximately 1:00am, he developed symptoms of "dehydration" and four hours later, tested on the subject meter and obtained an unknown low reading (patient could not recall the exact test result). The patient stated that he manages his diabetes with insulin (unknown type and dosage) and between 6:00 and 10:00am on that same morning, the patient took more food/drink in response to the reported issue. Shortly after, the patient was taken to the emergency room (ER) where he was administered with IV fluids. The following day, (B)(6) 2012, between 2:00 to 3:00pm, during a follow up visit to the doctor's office, the patient reported blood glucose results of "159 mg/dl" with the lifescan meter and "244 mg/dl" on the clinic's meter (unknown device), performed within 20 minutes or less of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 30% and/or <= 30 mg/dl. At the time of troubleshooting, the cca determined that the subject meter was set to the correct unit of measure at time of testing. The cca also noted that no control solution was available. Replacement products were sent to the patient. This complaint is being reported because although the patient was already symptomatic prior to the start of the alleged issue, the symptoms developed did not correlate with the lfs meter test results and the patient received medical treatment after the reported issue began.